Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after starting a replacement ilet, with glucose peaking at 300 mg/dl and remaining above 180 mg/dl for approximately two hours, and the device issued a prolonged high-glucose alert; the user reported no ketone testing, no back-up therapy, and no medical intervention. Symptoms included elevated blood glucose without additional systemic symptoms. Outcomes included temporary disruption due to high glucose without clinical intervention or assistance. Investigation included counseling on the ilet learning phase, verification that the infusion set and supplies were functioning as intended, confirmation of proper infusion set type and length (cd 23" 6 mm), assessment that insulin delivery volumes were lower than the user¿s previous device during early adaptation, and review that glucose trended down subsequently. Investigation of this case revealed no evidence of occlusion or delivery obstruction, adequate insulin flow through the infusion set, and performance consistent with algorithm re-learning after device transition. It was concluded, based on previously established findings for similar reports, that the cause was related to the learning phase with cause unclear for the transient hyperglycemia.